Event description:
Caller reported cartridge alarm 20. There was no adverse impact to the customer's blood glucose level. Cts determined that the pump required replacement and sent a pump with updated software, instructing the caller to use mdi as a backup therapy to ensure continuous insulin delivery. Cts provided instructions for putting the old pump into storage mode and facilitated its return with a pre-paid label, advising the caller to return it within 10 days. The caller was also informed they would need to program settings and connect their cgm to the new pump, which they understood and acknowledged.